Event description:
It was reported that while stimulation is turned on, there is a loss of therapeutic effect and pt had recurrence of pain. This back pain occurred following a fall. After programming was reviewed with pt stimulation was somewhat increased. Additionally, it was reported that pain occurred when the device is turned off. It was reported that x-rays have been done and it was not broken bones. It was recommended that the pt see their managing physician. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).